Event description:
No primary stability and no osseointegration achieved. Periodontal disease. Patient smokes and has allergy to aspirin. Wrong diameter, instability, inadequate bone quality. Change of strategy when implanting the implant with a larger diameter. Two implants with same lot number affected.